Manufacturer narrative:
This supplemental report is being submitted to additional information. Omsc checked the subject device and confirmed that the bottom of the subject device was broken. Since the lot number was unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. The exact cause of the reported phenomenon cannot be conclusively determined, however there is the possibility that this phenomenon is attributed to the excessive increased air pressure inside the subject device. Furthermore, there is the possibility that the excessive increased air pressure inside the subject device is attributed to the inappropriate handling by the user.

Manufacturer narrative:
The subject device was returned to omsc for evaluation, however the evaluation is in progress at this time. Since the serial number of this device is unknown and omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a colonoscopy using the subject device, the subject device made a breaking sound and the bottom was damaged, then a small amount of water in the subject device splashed on the patient. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.